Event description:
False negative result(s). Customer stated, "very unreliable I would never recommend this to anybody. I know I don't trust it. I have had covid multiple times and every time I take a covid test with this. Brand it was not correct."

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.